Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged within one month of implant. The physician noted upon explant, that the lead had been moving constantly and could not be seated. A new lead was placed at there was no further issue. There was no report of adverse patient effect beyond the unplanned surgical intervention to address the lead issue.

Manufacturer narrative:
Post market quality assurance laboratory final analysis could not confirm nor deny the allegation of dislodgment. Observations in analysis of this lead indicated that the complete lead was returned, with confirmed electrical continuity; dried blood/body fluid through the lead lumen; that the conductor coils appeared deformed in a couple of sediments of the lead, most likely due to a grabbing tool; and that there were cuts in the lead insulation at 185 and 187 millimeters from the terminal pin, most likely due to the suture sleeve since it was also cut. No further information is expected.